Event description:
It was reported that pump malfunction occurred while pump was being charged, showing malfunction code and fault ID. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully performed reset without recurrence of malfunction, and was advised to continue using pump and to call back if issue happened again.